Manufacturer narrative:
Complaint no: (B)(4). The patient was diagnosed with peritonitis and was hospitalized for the event on unknown dates in (B)(4) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an unspecified touch contamination. The patient was hospitalized for the event (dates unspecified). On unreported dates, the patient was retrained on proper aseptic technique and the patient began treatment for the peritonitis with unknown antibiotics, intraperitoneally (frequencies and durations were unknown). At the time of this report, the patient was recovering at home from the peritonitis event. No additional information is available.